Event description:
Theracys -bcg- should be administered through a closed system via administration tubing by the intravesicular route. Three out of the last 5 administration sets would not allow the medication to pass through the set. A toomey syringe had to be used with resultant increased exposure to a cytotoxic agent. The lot number of the last bad set was 60227276. Aventis has not been able to tell reporter if this is the only bad lot number or if there were others. The pt had been prepared with a lidocaine uroject; there was a delay in administration and increased anxiety and discomfort experienced by the pt.